Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a n eurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic stim. It was reported that the patient's wound around the pocked of the implanted ins continued to ooze, and appeared to be infected. The patient was monitored by a physician in a clinic and the physician had determined that he would explant the device. The issue was not resolved at the time of the report. The explant was scheduled for (B)(6) 2020. No further complications were reported.